Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results of 360mg/dl, within 3 hour of eating. The customer took 10 units of humalog and later retested and received a 410mg/dl. The customers expected blood glucose range is usually between 140mg/dl and 160 mg/dl. I recalled the last 5 blood results in meter memory: (the date/time is not setup correctly): time: 1:40pm, date blood: (B)(6) 448mg/dl. Time: 12:48pm, date blood: (B)(6) 409mg/dl. Time: 4:05pm, date blood: (B)(6) 305mg/dl. Time: 3:19pm, date blood: (B)(6) 276mg/dl. Time 7:12pm, date blood: (B)(6) 215mg/dl. Assisted the customer with a back to blood test: 338mg/dl and 321mg/dl (within 4hours after eating). No adverse event reported.